Event description:
The physician implanted the lead in the rv. When she did the tests the impedance was around 3000 ohms and the pacing threshold was at 3v 0,5ms. She tried several places but at each time she had these measurements. So, she decided to remove this lead and put a 5076. She implanted this lead at the same place she put the 1st time the other lead and the measurements were less than 1v 0,5ms and an impedance around 800 ohms. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned.